Event description:
Additional information received stating the reporter had no information regarding the phaco burn and the handpiece was tested and was working well. The patient is completely recovered, and the vision was clear. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
Additional information provided in b.3., b.5. And d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during cataract surgery, a phacoemulsification tip overheated, causing burns to the cornea and tunnel incisions in the patient's right eye. Due to an insufficient tunnel incision, there was leakage of intraocular fluid, leading to iris prolapse and corneal opacity. The wound was sutured, and the patient is currently still in the healing phase. This complaint is pertaining the first of three reports received from the initial reporter.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.